Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was used during a ureteroscopy procedure performed on (B)(6), 2014. According to the complainant, the stent was placed in the left ureter on (B)(6) 2014. An extracorporeal shock-wave lithotripsy procedure was performed on (B)(6) 2014 followed by removal of the stent. During removal of the stent, when the physician grasped the stent using a cystoscopy grasper, approximately two inches of the distal tip of the device detached just inside the ureter at the ureteral orifice. The patient was taken to the cystoscopy room for further removal of the stent. The detached piece was retrieved successfully using a colonoscopy grasper. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.